Event description:
Following a diagnostic procedure in which an angio-seal device was placed, a pt experienced vessel occlusion requiring surgical intervention. The physician placed the device, yet bleeding continued from the puncture site after deployment. The doctor retaped the collagen, held pressure, and retaped again. Hemostasis was achieved. During the night the pt developed pain in his leg lost his pulses. He was sent to the or, and the surgeon noted that the anchor was partially in the artery. The surgeon stated that the anchor caught on a large shelf of plaque rather than the artery wall. The collagen was sandwiched against the anchor inside the artery. During the above procedure, the surgeon not only removed the device components, he also performed an endarterectomy. The pt is reportedly doing well no sequelae as of 5/20/97.